Manufacturer narrative:
This follow up confirms that this is a duplicate MDR to MFR report #0001811755-2019-02702. A final report will be submitted to that report number. H3 other text : duplicate.

Event description:
The user facility reported that the device overheated during testing prior to a procedure.  There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device overheated during testing prior to a procedure. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.